Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with a highest blood glucose of 350 mg/dl over a period exceeding three hours; the contact described the patient as a self-starter without proper training, the ilet was functioning, no supplies were changed, and high readings were managed only through the ilet correction factor without back-up therapy. Symptoms included no acute clinical effects. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and user education with referral for initial training. Investigation of this case revealed an unclear cause for the hyperglycemia. It was concluded that additional user training is warranted to support appropriate device use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.